Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer had called the helpline for assistance with priming the pump. The contact stated that the pump would not exit the preparing to prime loop. In addition, the customer had changed out the reservoir and set a few times. It was noted that the pump was unable to prime. Furthermore, it was indicated that the customer was accidentally connected to the pump during a manual prime before calling the helpline. The contact stated that the customer was treated with multiple infusions of glucose and orange juice.